Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had the safety shield fail. The following information was provided by the initial reporter: " safety mechanism broke during initiation."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had the safety shield fail. The following information was provided by the initial reporter: " safety mechanism broke during initiation."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual functional testing for proper activation and no issues were observed relating to defective locking mechanism as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder had the safety shield fail. The following information was provided by the initial reporter: "safety mechanism broke during initiation."